Manufacturer narrative:
The user experienced severe hyperglycemia requiring hospitalization while on ilet therapy. Severe hyperglycemia requiring hospitalization is consistent with acute metabolic decompensation requiring medical management. Review of available reports identified a dosing stopped condition beginning on (B)(6) 2026 at approximately 11:00 pm and continuing until approximately 8:00 am the following morning. Additional prolonged pause events were identified between (B)(6) 2026, as well as a subsequent dosing stopped condition on (B)(6) 2026 while glucose values were elevated. Engineering log review confirmed that device data corresponding to the reported event timeframe were available and showed no malfunction alerts, no factory reset events, and no motor errors. The ilet was delivering requested insulin and responding appropriately to cgm glucose values. Follow-up attempts were made to obtain additional information regarding the hospitalization; however, no additional event details were provided. While interruption of insulin delivery associated with dosing stopped and pause events may have contributed to the reported hospitalization, insufficient information is available to determine the cause of the event. No device malfunction was identified and the cause of the event remains not established. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
On (B)(6) 2026 it was reported that on (B)(6) 2026 the user experienced hyperglycemia resulting in hospitalization. Admission and discharge dates were not available. Additional treatment details were not provided.